Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No samples or photos are available for evaluation. Unfortunately, as a result, bd is unable to verify the reported issue or define a root cause at this time. Production record review could not be completed as no batch/lot information is available. If samples/photos or additional information becomes available, this record will be re-opened and investigated accordingly. No further actions are required at this time. This failure mode will continue to be tracked and trended.

Event description:
It was reported the top cap of the applicator came apart and glass fell out shattering on the floor. Pr 2 of 2: this pr is for date of event (B)(6) 2021. Per complaint form: nurse was prepping a patient on (B)(6) 2021 when the cap came off the top of the 26 ml chloraprep applicator. The ampule fell to the floor and shattered -- causing chloraprep solution to spill everywhere.